Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the transmitter and the meter were not connecting to the pump, and the battery threads were stripped. The blood glucose value at the time of the event was 74 mg/dl. The event involved product(s) mmt-7040a, mmt-397a, mmt-1884, mmt-7841zn, mmt-332a. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for replace battery alarm, and the customer reported battery cap damage. Troubleshooting was performed for damage. The customer reported damage to the battery tube threads, and the functionality of the pump was affected. Troubleshooting was partially performed for the loss of communication. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-7841zn. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.